Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump intermittently triggered the alarm message 'impella in aorta.' Device positioning was subsequently verified via echocardiography, and support was maintained. There was no patient harm associated with the issue.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The logs show that signal not reliable got very noisy in the middle of the case, but otherwise had good optical signals. The console was returned for analysis but the failure mode was not reproduced during testing. The root cause of the optical signal issue could not be determined since it was not reproduced. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.